Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, implanted: (B)(6) 2026, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-apr-10, information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. Their trial started on (B)(6) 2026. It was reported that the programmer was not communicating and they were receiving the error message "system error therapy might have stopped", patient said that the manufacturing representative (rep) spoke with them this morning and tried to fixed it, troubleshooting was done and restated the device however the issue still persist. The agent advised to wait for the rep's instructions. The issue was not resolved and was ongoing. On 2026-jun-17, additional information was received from the manufacturing representative (rep). They reported that the cause of the inability to communicate with ens was unknown. The most likely cause/contribution to the issue was loose lead placement. As resolution, the rep attempted to troubleshoot with patient over the phone. 50% or better reduction in symptoms had already been shown, and after troubleshooting failed, the rep suggested that patient have system removed per planned extraction date and discuss with doctor whether to schedule full implant. Patient followed this advice, basic evaluation was ended and extracted, and patient moved forward for full implant. The issue was resolved.